Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. A review of the finished product lot history record did not reveal any non-conforming material records associated with this lot. Based on the information available, the manufacturing inspection criteria and the review of the lot history record, there does not appear to be any indications of a product quality deficiency. To help ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified left common femoral artery (lcfa) after a diagnostic procedure using a proglide device. Reportedly, the physician had positioned the device against the anterior arterial wall, then he started to pull the plunger out. The manufacturer representative was present during the procedure and instructed the physician to stop at that step, as a prior deployment step had been skipped. The physician then attempted to perform the skipped step, which was to depress the plunger and then retrieve it noticing that a cuff miss had occurred. The device was removed from the patient's anatomy and another proglide used and hemostasis was achieved. The patient did not experience any adverse effect. The physician is in-training in the use of this closure device. A 6fr sheath was used with the closure device. Though requested, no additional information was provided.